Event description:
Following implant, the pump was programmed to deliver baclofen at 235 mcg/day, which was the pt's dose prior to the new pump implant. The pt experienced a lack of therapeutic effect. The dose was increased to 300 mcg/day with minimal to no effect and the pt was given oral baclofen with an unsatisfactory result. A dye study was done via the side port (date not reported) and did not indicated that anything was wrong with any connecting parts. A decision was made to replace the pump. Following the replacement, the pump was functioning perfectly and the pt's spasticity was well controlled. There was no pt injury.

Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.